Manufacturer narrative:
(B)(4). There was no device malfunction, therefore, the device was not returned to atricure for evaluation. The device was disposed off by the hospital after use. The lot number of the device was unable to be ascertained. Devise discarded by facility after use.

Event description:
It was reported that during a cardiac tissue ablation via totally thoracoscopic approach, the surgeon débrided the patient's right thoracic cavity due to many present adhesions from a previous right, lower lobectomy. The surgeon then visualized the pericardial area noting the phrenic nerve, he continued to open pericardium using endoscopic graspers and enseal device. He explored within pericardial sac using two endoscopic kittners and noted a high level of adhesions than normal. He placed in two retraction sutures on the lateral edge of the pericardium to expose surgical zone of interest. He continued to dissect inferior oblique sinus using endoscopic suction and endoscopic kittners noting a high level of adhesions than normal. He dissected transverse sinus using endoscopic kittners until the base of the left atrial appendage was visualized. He applied several ablation applications within transverse sinus on the dome or roof of the left atrium. He prepared the lowest port site (approximately 6th intercoastal space) for introduction of the dissector by placing a purse string suture and ramel around the lowest port site. He then inserted the dissector with tape attached through lowest port, within pericardial sac, and posterior to right pulmonary veins for introduction around veins. The surgeon worked extensively for some time to visualize or feel the dissector at the right superior pulmonary vein to right pulmonary artery area. Surgeon eventually noticed residual bleeding in the oblique sinus and selected to an open sternotomy procedure. Surgeon placed the patient on cardiopulmonary bypass, completed a biatrial lesion set using and fixed the hole which was believed to be near the right inferior pulmonary vein to left atrium area. The patient is reported to be doing well and in sinus rhythm at last report.